Event description:
It was alleged that the product created a fire at the wire/plug junction. No injury was caused.

Event description:
It was alleged that the product created a fire at the wire/plug junction. No injury was caused.